Event description:
It was reported that the motor device was frozen. During in-house engineering evaluation, it was observed that the device would not rotate and had holes in the hose by the muffler. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not rotate and had holes in the hose by the muffler. Therefore, the reported condition was confirmed. It was determined that the device would not rotate because the vanes were broken. It was determined that the holes in hose were due to mishandling of the device by allowing the hose to come into contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or from pulling around the autolube by the hose. The assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.